Event description:
It was reported that during the implant procedure, after multiple screw extensions and retraction, the helix was stuck out and could not be retracted by rotation tool. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was extrinsically over-rotated. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The connector of the lead was extrinsically bent. The helix of the lead was extrinsically bent. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.